Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 1165mg/dl. The customer was not wearing the insulin pump for 4 days prior to the time of hospitalization. Customer was treated with insulin drip. Customer's most recent blood glucose level 164mg/dl. Customer was unable to complete troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.